Event description:
It was reported the stylus cannot select or activate icons because it is not properly aligned to the screen. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The stylus cannot select or activate icons because it is not properly aligned with the screen. It was determined that 3/8 inch of horizontal overlay touch screen at the top is not functional. Overlay assembly found out of electrical specification.